Event description:
The customer reported elevated troponin I (accutni) results, above the acute myocardial infarction (ami) cutoff, for two patients involving access 2 immunoassay system. This report refers to patient number two. The elevated results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on 08/20/2008. The diagnostic system check failed the substrate portion. The fse replaced the seals, o-ring and valve of the substrate pump. The second system check failed due to high substrate mean. The fse decontaminated the substrate system and the system check passed. The fse performed type 1 hardware verification protocol and all testing passed successfully. The unit conformed to the manufacturer's published specifications. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events. This medwatch report is related to MDR 2122870-2011-03006.